Event description:
The complainant reported that a patient implanted with an impella 5.5 encountered bleeding during support. Additional information indicated that the bleeding was a mild intracerebral hemorrhage. The bleeding was treated conservatively with close monitoring of platelet counts and anticoagulation. The bleeding may be related to impella, but there is no direct evidence. The team also switched to bicarb purge fluid. The patient had history of ischemic insult in the brain and there were some pathological vessels visible on CT which was a probable risk factor. Impella support continues.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D.6b date of explant was added. No product was returned for investigation. Investigation summary: no product was returned for investigation. Major bleed: the bleeding was bleeding was a mild intracerebral hemorrhage. There are no issues with the pump; motor current is good, activated clotting time/ aptv in range. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.